Event description:
Voluntary medwatch received states that the right ventricular (rv) lead exhibited over-sensing and under-sensing. The physician replaced the rv lead. The patient condition was unknown.

Manufacturer narrative:
Voluntary event report was received. Medwatch: mw5179510.